Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Broken material, approximately 0.66¿ x 0.21¿ was returned with the instrument. No material appeared to be missing as the broken assembly was pieced back together. This failure is commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi received the cadiere forceps instrument for evaluation; however, device evaluation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the device evaluation and if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 16 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the jaw of the cadiere forceps instrument broke and fell into patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the jaw of the cadiere forceps instrument broke and fell into the patient. The broken fragment was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 27-aug-2021 and 6-sep-2021 and obtained the following additional information: the incident occurred at the end of the procedure. The fragment was a jaw of the instrument and was removed from the thoracic cavity without any difficulty during the same operation. No post-operative tests were performed to check for remaining fragments. The surgeon believes the issue was caused due to collisions and low dexterity. The instrument was inspected prior to use and no damage was seen. The surgeon was performing dissection when the fragment fell. The surgeon did not notice any issues with instrument functionality. There were instrument collisions, but the fragment did not fall during an instrument collision. The instrument was removed during the procedure prior to the issue and there was no resistance upon removal through the cannula. Upon final removal of the instrument, the wrist was straightened, there was no resistance through the cannula, and there was no damage to the cannula. There was no other damage to the instrument after the event. The procedure was completed without any problems and no delay. There was no injury or harm to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No images or video was available for isi review. The hospital did not provide patient demographics and related patient information.